Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 2,500 ohms. Approximately two weeks later, this pacemaker and the right atrial (ra) lead triggered a lead safety switch (lss) due to out-of-range pace impedance measurements greater than 2,500 ohms. Technical services (ts) discussed possible lead crush as the leads triggered the lss one after the other. Noise with oversensing was observed on both lead channels, and some of this noise appeared to be unipolar oversensing. The noise with oversensing on the rv channel also appears to have correlated with a pause of approximately seven seconds. Minute ventilation (mv) sensor oversensing was noted on the rv channel, as well. The patient also experienced lightheadedness and loss of consciousness. This pacemaker and ra lead were explanted, the rv lead was surgically abandoned, and a new system was successfully implanted. No additional adverse patient effects were reported.